Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. There is no way to predict a non-union or failure to heal. Sign fracture care international continues to monitor these events as part of our post market surveilance activities.

Event description:
We became aware on 5/12/2016 that a sign im nail implanted to repair a fracture was replaced due to a non-union. The im nail was replaced with a 10mm x 240mm, standard nail per the sign technique manual. This is a repeat of a revision surgery that was performed on (B)(6) 2014 and reported under (B)(4), MFR no. 3034525-2014-00037 surgeon did not provide any additional information.

Event description:
Cause: fwb on a non-union. Fracture repair and healing is always unique to the pt and the fracture. Guidance on best practice for sign nailing surgery is included in the sign technique manual; however no one can predict a non-union or a failure. Therefore no corrective action is indicated or would help prevent this type of situation from happening again. No indication of product defect.